Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer stated that she had a low and the paramedic just left her home. The customer stated that she was shaky and sweating and she felt like she was going to pass out. The customer stated that she ate and continued to vomit. The customer was advised to disconnect from the quick release. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. The customer was advised to contact her health care provider regarding her low blood glucose readings.